Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and confirmed that "power-up test fails code #14" had occurred, and he was unable to adjust the pressure regulator above 376 mmhg. To fix the issue, the fse replaced the defective scroll compressor then verified that the iabp calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed an alert message ¿may require maintenance. An internal self check .....compressor.¿ no death or injury was reported.